Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer in grey clip sling from the chair to the bed one of the leg clip of the sling at the right side detached. The resident did not fall to the ground because the staff caught the patient. The patient was initially diagnosed and did not show any signs of distress but was later sent to the hospital for a collapsed lung. Then, it was reported that the patient had no collapsed lung, x-rays were negative. The resident did not sustain injuries but was complaining of a sore back, however, x-rays were negative. Ref MFR report 9611530-2014-00032.